Event description:
It was reported that in cardiology, the physician noted that prior to insertion no issues were found. After flushing, he inserted the ptd catheter into the patient then started the procedure. Suddenly, the middle of the catheter broke and the ptd has to be removed from the patient. No surgical intervention was required to remove the catheter. The physician drew it back in the opposite direction of insertion. The physician complained that it was very difficult to remove and as a result, damage to the vessel occurred. A new kit was opened and successfully used to complete the procedure. There was no reported delay, death, but complications to the patient ie vessel damage occurred as a result of this occurrence.

Manufacturer narrative:
Manufacturer control no. (B)(4). Follow-up report will be filed if additional information becomes available.